Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
During a discussion between a customer and distributor, it was mentioned by the customer that during a trima collection procedure, the disposable set took in air instead of anticoagulant(ac). The customer unloaded the set and reloaded another set without experiencing any issues. There was no mention of any patient injury or concern. During the discussion, the customer was not able to recall specific details regarding the date of occurrence, patient information or lot number. The date provided is an estimated date of occurrence. The trima collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. This event was an ac prime failure. There was no potential for air to the donor with this event. No donor was connected at the time of the incident and the procedure was ended at prime. The run data file (rdf) was analyzed for this event. The signals in the rdf indicated that during the priming of ac, an ¿air detected at ac sensor¿ alert was generated. Shortly after, the system generated alarm 109, an ¿ac prime failure¿ alarm. The operator was prompted to end the procedure. No product had been collected and the procedure did not enter rinseback. The customer did not provide the lot number pertaining to this event, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: review of the run data file showed the ¿ac prime failure¿ alarm was generated during ac priming of the return line. This alarm was generated because the pressure reading at the aps sensor was not below a negative pressure limit after the appropriate volume pumped by the return pump. More specifically, signals showed that during priming of the return line, the pressure went unexpectedly close to zero. During the ac priming sequence, the system expects the pumps to be pulling against closed needle and sample bag line clamps. This will lead to a negative pressure reading at the aps sensor. This negative pressure reading has a limit to ensure no air or ac will be returned to the donor upon connection. Analysis of the run data file showed it is possible, though not conclusive, the needle line and/or sample bag line clamps were opened when the ac was connected.

Event description:
No donor was connected at the time of the event, therefore no patient (donor) information is reasonably known at the time of the event.